Event description:
The lay user/patient in (B)(6) reported blood glucose values of "212mg/dl" with the subject meter and "162mg/dl" with another meter (ot ultra2) performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < 30 mg/dl and/or <30%. There was no injury and no treatment associated with this issue, however, this complaint is being reported because, the subject device did not meet lfs's accuracy criteria. Replacement test strips were sent to the patient, per his request.

Manufacturer narrative:
(B)(4): the primary issue could not be confirm with the test strips. However, unrelated the primary issue, the test strips involved with this complaint were tested and found to have an error 4. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.